Event description:
The ge oec 6800 fluoroscopy system was reported to have poor image quality, lack of quality, and difficulty seeing screws for procedures.

Manufacturer narrative:
A ge oec service rep investigated the issue and found that the left monitor was over-scanning and required adjustment to bring resolution into specification. There were add'l adjustment to the sharpen power and contrast enhancement. The system was further tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provided any pt info with respect to this issue.